Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 24 days post implant of this 22mm pulmonary valved conduit the patient underwent a valvuloplasty and ultimately the conduit was replaced valve-in-valve with a transcatheter pulmonary bioprosthetic valve due to mild stenosis along with moderate to severe insufficiency. No additional adverse patient effects were reported.